Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: (B)(4). Symptom: pump has high baseline alarms. Pump was on a patient. Findings/action taken: replaced pump assembly. Fcn level: (B)(4). Software level: (B)(4).

Manufacturer narrative:
(B)(4). The pump assembly was returned. Visual inspection of pump assembly was performed and no abnormalities were noted. The pump assembly in question was then installed into a known good autocat2w and functional testing was performed. Excessive noise was noted from the pump assembly and the pump alarmed high baseline 1 approximately 5 seconds after pumping was initiated. The excessive noise was potentially caused by stepping motor or leadscrew assembly. The stepping motor was replaced with a known good one and the functional test was performed. The pump was pumping smoothly with no excessive noise. The pump passed both balloon volumes and helium leak tests. The pump was then left to run for over 2 hours and no alarms or errors were occurred. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section. Other remarks: conclusion: the reported problem of "alarm, high baseline" is confirmed. The pump alarmed high baseline 1 approximately 5 seconds after initiating pumping, and excessive noise was also noted from the pump assembly. The reported complaint and excessive noise found during functional testing was caused by the stepping motor malfunction. The root cause of the stepping motor malfunction is undetermined. A non-conformance has been initiated to investigate the cause of the issue.

Event description:
It has been reported via a field service report: (B)(4). Symptom: pump has high baseline alarms. Pump was on a patient. Findings/action taken: replaced pump assembly. Fcn level: 1416. Software level: 2.24.